Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation (multiple damage). The most likely cause of the reported failure is use error due to improper handling of the device.

Event description:
On 04/29/2022, it was reported by a sales representative via (B)(4) that a ar-3355-4031 arthroscopes back piece fell off. This occurred during an unknown case, with no patient effect reported.